Event description:
A malfunction alarm was reported, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range and unaffected. Technical support provided the customer with pump reset information and assisted in resetting the pump, which successfully resolved the issue without recurrence of the malfunction code.